Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient underwent a revision procedure in which the rv lead was surgically abandoned. It was noted that while on the table, there was pacing inhibition observed. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).